Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not alarm for downstream occlusion, with the max pressure reading above 60 psi but not alarming at max pressure. The pump also alarmed as cassette not attached properly. Troubleshooting was performed. The event happened during testing.

Manufacturer narrative:
Received one device. Visual inspection found no damage, successfully confirmed complaint of "alarm for downstream occlusion" through downstream occlusion test. Unit alarms for a downstream occlusion outside of proper specification and does not calibrate. Replaced downstream occlusion sensor to resolve issue. Calibrated device and unit now occludes within spec as expected. Performed sensor calibration. Performed performance verification tests (pvt), unit passes all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.